Manufacturer narrative:
The reported lot number was valid. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. Pharmacovigialnce comment: the serious events of necrosis and erythema at the injection site were considered unexpected and possibly related to the treatment. Potential contributory factors include injection technique. Serious criteria include the need for medical interventions to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a pharmacist which refers to a male aged (B)(6) years. The patient's medical history included chondrocalcinosis and knee osteoarthritis. On (B)(6) 2019, the patient received treatment with unknown durolane (lot 16463-2) to knee joint with unknown needle and unknown technique. Concomitant treatments included ½ vial of diprostene [diprostene] in each joint and 1.5 ml lidocaine [lidocaine] as local anesthesia. The injections were performed using bactiseptic disinfection and sterile gloves. 8 days later, on (B)(6) 2019, the patient was seen in emergency consultation due to a non-indurated skin patch on the anterior aspect of the knee diffusing on the anterolateral aspect of the tibia disappearing at the pressure and painful pressure without associated hydarthrosis of the knee, nor fever. The patient returned for consultation on (B)(6) 2019 with persistent reddish skin lesions(injection site erythema) and necrotic lesions(injection site necrosis) on the anterior aspect of the knee. The physician performed a joint puncture and removed 0.1 ml of a clear fluid for bacterial analysis, which returned negative for bacteria. On (B)(6) 2019, the patient had an appointment with the (B)(6) dermatology department. There was regression of the patch and no sign of deep vein thrombosis. Treatment for the adverse event included fusidic acid ointment [fusidic acid] in the evening, ilomedine [iloprost trometamol], vitamin c [ascorbic acid] and kardegic [acetylsalicylate lysine]. The MRI found infiltration of the soft cellulo-fatty parts without organized collection of the antero-internal face of the knee. The reporting pharmacist considered the event serious as it required medical intervention and has already reported the case to the french national competent authority. Outcome at the time of the report: necrotic lesions was recovered/resolved. Reddish skin lesions was recovered/resolved.